Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the circumstances that led to the charging issue and low coupling bars are due to being unable to position properly because their left arm issue and to keep position. The patient reported that they could not use the belt due to the left arm issue. The patient reported that the circumstance that led to fall isbecause of uneven ground and they had small child with them. The patient reported that the replacement of the recharging belt did not help but the new adhesive pads helped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was poor coupling and difficulty recharging the ins. The patient reported that they continue to have trouble with charging the stimulator and do not know what the problem is, though it was noted the patient does not use the recharger belt. It was reported that the equipment seems to be working great for a while but now they sit for an hour and still can¿t get the stimulator charged or turned on. The patient reported that when they hold the antenna over the implant while sitting down and they sometime get 2-3 bars. The patient reported that they connected the recharger with the implant and the recharger screen showed that the therapy was off when the ins was ¼ charged and the ins recharger was at 100% charged. The patient reported that they got 6 coupling bars shaded while standing up, but the coupling bars went down to 4 when they sat down. The patient reported that they had a fall backward on their back some time ago. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was poor coupling and difficulty recharging the ins. The patient reported that they continue to have trouble with charging the stimulator and do not know what the problem is despite the new external equipment sent before (B)(6) 2017. It was reported that the equipment seems to be working great for a while but now they sit for an hour and still can¿t get the stimulator charged or turned on. The patient reported that when they hold the antenna over the implant while sitting down and they sometime get 2-3 bars. The patient reported that they connected the recharger with the implant and the recharger screen showed that the therapy was off when the ins was ¼ charged and the ins recharger was at 100% charged. The patient reported that they got 6 coup ling bars shaded while standing up, but the coupling bars went down to 4 when they sat down. The patient reported that they had a fall backward on their back some time ago. No patient complications have been reported because of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.